Event description:
It was reported that target was between 98-984f. They had set to 98.4f. Rectal probe in use. Over the last few hours, the patient temperature has been above and below target. Currently patient was 96.5f, water 87.3f, target 98.4f. Flow 3.1lpm. Also, there were a few hours where the water temperature was not reading. Arctic sun device in normothermia. Rewarm rate set at 0.45f/hr. Heater command 3 percentage. Explained device was trying to rewarm patient at 0.45f/hr so the water temperature was not really warm. Explained that rate may be adjusted if desired and protocol allows. Confirmed therapy was stopped when the water temperature was not displayed. Event log shows alarm 14 (patient temperature 1 probe out of range), 50 (patient temperature 1 erratic), 114 (treatment stopped) and 116 (patient temperature change not detected). Explained medium priority alarms stop therapy and the water temperature would not displayed. Discussed patient temperature alarms and how to troubleshoot should those return. Nurse thinks they use monitor mode, but they were not intimately familiar with the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available.

Manufacturer narrative:
The reported issue was inconclusive. The device was not returned. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be a failed temperature in cable. However, there was insufficient information to confirm this potential root cause. A DHR review is not required as the serial number is unknown. The instructions-for-use under baw2800736 revision 0 are found to be adequate. Correction: d,e the reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that target was between 98-984f. They had set to 98.4f. Rectal probe in use. Over the last few hours, the patient temperature has been above and below target. Currently patient was 96.5f, water 87.3f, target 98.4f. Flow 3.1lpm. Also, there were a few hours where the water temperature was not reading. Arctic sun device in normothermia. Rewarm rate set at 0.45f/hr. Heater command 3 percentage. Explained device was trying to rewarm patient at 0.45f/hr so the water temperature was not really warm. Explained that rate may be adjusted if desired and protocol allows. Confirmed therapy was stopped when the water temperature was not displayed. Event log shows alarm 14 (patient temperature 1 probe out of range), 50 (patient temperature 1 erratic), 114 (treatment stopped) and 116 (patient temperature change not detected). Explained medium priority alarms stop therapy and the water temperature would not displayed. Discussed patient temperature alarms and how to troubleshoot should those return. Nurse thinks they use monitor mode, but they were not intimately familiar with the device.